Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the circular seal cut and disengaged during a surgical procedure. It was reported that staples were missing from the staple line after firing, or time was extended by more than 30 minutes resulting from product failure, the jaws of the device remain closed on tissue, and component disengaged from the device. The reported issues could not be confirmed. The most likely cause could not be established from the information available. This issue may occur due to excessive manipulation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: before attempting to load a previously loaded but unused reload, reattach the shipping wedge ensuring that the raised post on the shipping wedge is properly seated in the anvil of the reload. Then follow the loading procedure as described in the instructions for use for the adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while at the first cartridge, there was a poor staple formation, and the staple line was incomplete proximally, but it was impossible to open the cartridge when fixing the staple line. Jaws of the device was locked on tissue, and the surgeon removed that piece of stomach with the locked cartridge. The cartridge broke off into the adaptor, and the cartridge was blocked, without possibility to open it. To remove the gastric piece with blocked cartridge, the surgeon did another gastric resection with the risk to reduce too much the stomach. The surgical time was extended for 60 minutes, there was an unanticipated tissue loss, and tissue was damaged as a result of this problem. Patient hospitalization was also extended for two days.

Manufacturer narrative:
Concomitant medical products: unknown stapling device (lot#:unknown); unknown egia adapter (lot#:unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while at the first cartridge, there was a poor staple formation, and the staple line was incomplete proximally, but it was impossible to open the cartridge when fixing the staple line. Jaws of the device was locked on tissue, and the surgeon removed that piece of stomach with the locked cartridge. The cartridge broke off into the adaptor, and the cartridge was blocked, without possibility to open it. To remove the gastric piece with blocked cartridge, the surgeon did another gastric resection with the risk to reduce too much the stomach. The surgical time was extended for 60 minutes, there was an unanticipated tissue loss, and tissue was damaged as a result of this problem.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reload was received clamped on tissue and the reload adapter was noted to be broken off. The distal sutures were intact, and the reload was noted to be partially fired to the 1cm cut mark. Functionally, the I-beam was retracted and the tissue was removed from the jaws. The cut line was noted to be complete proximally and to have proper staple formation. The reload interlock was tested and found to function properly. The interlock was overridden and the knife blade was exposed. There was no damage noted to the knife blade. It was reported that staples were missing from the staple line after firing and did not form as expected. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the jaws of the device remain closed on tissue. The reported issue was confirmed. The most likely cause could not be established from the information available. It was additionally reported that a component disengaged from the device. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: before attempting to load a previously loaded but unused reload, reattach the shipping wedge ensuring that the raised post on the sh ipping wedge is properly seated in the anvil of the reload. Then follow the loading procedure as described in the instructions for use for the adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.